Event description:
The pump flipped and needed to be "dealt with". The pump flipped because the patient was a ¿fidgeter¿. The device system was delivering lioresal. No additional information was reported regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: unknown cath, serial#: unknown, product type: catheter. (B)(4).